Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs ipg was replaced. Reportedly, the patient's ipg battery had depleted and the device was no longer functioning.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up information identified the patient's ipg was functioning at the time of the replacement procedure. Regardless, the patient decided to have it replaced.